Event description:
The lucas 3 was in operation on an adult male in cardiac arrest. Approximately 20 minutes into the arrest, the device stopped performing automated compressions, flashed red, and beeped. A snapping sound was also heard by the operator. The device was immediately removed from the patient and manual compressions were continued throughout the rest of the cardiac arrest.